Manufacturer narrative:
An event regarding abnormal ion levels involving a abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: visual, material, functional and dimensional inspection not performed as device was not received for evaluation. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been other events reported for the lot code. These events were determined to be within the scope of ra. Clinical review; a review of the provided medical records stated that - the root cause of the described revision was increased metal levels and development of a pseudotumor. The implant involved an abgii modular stem was the target of a recall and has been associated with the described pathology. However, the event cannot be confirmed without dated and labelled medical records. Conclusions: voluntary recall was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level and pseudotumor is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient underwent left thr (B)(6) 2010. Abg ii modular hip system with an abg11 long neck, abg11 modular stem, and ceramic v40 femoral head 36mm were implanted. By 2014 patient was experiencing hip "squeaks" in deep flexion and blood investigations revealed raised cobalt levels. Patient reported left hip deterioration including on going pain & reduced walking capacity causing a limp. Revision surgery performed (B)(6) 2023. Patient reports constant pain over the left groin area.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated cobalt levels and pain is considered to be under the scope of this recall. No further investigation is required. H3 other text : device not returned.

Event description:
Patient underwent left thr on (B)(6) 2010. Abg ii modular hip system with an abg11 long neck, abg11 modular stem, and ceramic v40 femoral head 36mm were implanted. By 2014 patient was experiencing hip "squeaks" in deep flexion and blood investigations revealed raised cobalt levels. Patient reported left hip deterioration including on going pain & reduced walking capacity causing a limp. Revision surgery performed on (B)(6) 2023. Patient reports constant pain over the left groin area.